Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6 - clinical code and medical device problem code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the experienced pain, swelling and instability. As a result, the patient underwent a right knee revision where scar tissue, milky white and pink fluid and a knee full of white fluid was observed. Cultures and pathology were negative for infection. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 6183730. 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm 5174341. 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t 5371135. 201-78-15 - holding pin mini sharp point 4 pk 6118201. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient underwent a right knee revision where scar tissue, milky white and pink fluid, a knee full of white fluid. It is unknown if the patient underwent a revision of their knee components. No further patient impact reported. No further information available.